Event description:
It was reported that pump experienced malfunction, after which customer developed very high blood glucose and symptoms typically associated with high blood glucose. Customer went to emergency room on (B)(6) 2025, was admitted to intensive care unit with blood glucose reported in 600s mg/dl and ketones that healthcare provider considered dangerous or life-threatening, and received intravenous saline and insulin, which resolved issue without permanent damage before discharge around (B)(6) 2026. Customer planned to continue using current pump temporarily and also had multiple daily injections available, and tandem technical support arranged shipment of replacement pump with updated software, confirmed address and delivery requirements, provided instructions for storage mode and returning malfunctioning pump within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.